Event description:
The patient had been experiencing increasing low back pain that was associated with spasms for about 3 weeks. An emg and MRI were done, the MRI describing a swollen, high-signal appearance in the lowest portion of the spinal cord. The patient was hospitalized with rapidly evolving, now complete paraplegia with approximately t-6 motor and sensory level. A follow up report will be sent when additional information is received.